Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the pipe fitting between the facility's utility and washer was loose allowing water to leak onto the floor. The technician adjusted and secured the pipe and pipe fitting, ran a test cycle, confirmed the unit to be operating according to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their reliance vision washer was leaking water onto the floor. No report of injury, procedure delay, or cancellation.